Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon was initially inflated to 6 atmospheres and upon the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.